Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of the device not recognizing a closed door. In the form of a door not fully latched alarm. Evaluation determined the caused to be a failed upper link switch. The upper auxiliary assembly, which contains the upper link switch, was replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door in the emergency room. It was also reported that there was no patient injury.